Event description:
While flushing 49-day-old premature baby¿s (peripherally inserted central catheter) PICC line, a leak was noted at the insertion-site. Neonatologist assessed and removed the device. A peripheral intravenous line was inserted for ongoing treatment. After removal of the PICC, the line was tested by flushing; a leak at approximately 7 cm was visible.

Manufacturer narrative:
It is unknown if sample will get returned for evaluation or not. There were no images or videos provided for investigation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided or sample is returned in the future, a follow-up report will be submitted.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer, the sample was not available for review. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, this complaint will be reopened for further evaluation at that time.

Event description:
While flushing 49-day-old premature baby¿s (peripherally inserted central catheter) PICC line, a leak was noted at the insertion-site. Neonatologist assessed and removed the device. A peripheral intravenous line was inserted for ongoing treatment. After removal of the PICC, the line was tested by flushing; a leak at approximately 7 cm was visible.